Manufacturer narrative:
Dehydrated.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately low results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the inaccuracy issue began on (B)(6) 2018, when she obtained an alleged inaccurately low blood glucose result of ¿99 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that later on (B)(6) 2018, she developed symptoms of ¿drowsy, dizziness, nauseous and dehydrated¿. She reported that she lay down and drank lots of water to treat her symptoms. She also reported that also on (B)(6) 2018, she had a clinic appointment. She indicated that she did not receive any treatment for her symptoms, but reported that the doctor increased the dosage of her medication from once per day to twice per day, since she had previously reported high readings. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event. I.e. Drowsy, dizziness, nauseous and dehydrated, after obtaining an alleged inaccurate low blood glucose result on the subject meter.